Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Cause was not known. Customer "ate and drank some stuff" to address bg. At time of call, customer's bg increased to 117 mg/dl.